Manufacturer narrative:
IFU was reviewed, see below: 7.2 additional notes and instructions for use: 7.2.1 inserting a laser fiber. The laser fiber is guided in the working channel, but it is axially and radially freely movable because the working insert does not have a holder or stop to align green lighttm laser fibers. Caution! Laser probe can rotate through 360°! Be careful in particular in the case of cysto-urethroscope sheaths with sheath window and resectoscope sheaths with a nib or beveled distal end when rotating and activating the laser probe within the distal sheath end (nib, window, beveled end) the edges of the sheath and endoscope can be damaged. Activate the laser only after the tip of the laser probe has become fully visible through the scope and contact is made with the intended area to be trèated follow the notes and instruction on the use of lasers in section 7.2.2! 7.2.2 laser application: when applying a laser make sure you follow the laser device manufacturer's instructions as well as the general regulations on the use of lasers. Wear the required personal protection equipment. Caution! Do not work outside oft he scope's field of view! Inadvertent tissue damage as well a damage to (lie distal end oft/ic endoscope and instrument parts are possible. Activate the laser only after the tip of the laser fiber is fully visible in the scope's field of view and after having reached the application site. The laser fiber must project at least 10 mm from the sheath. Caution! High temperatures due to highly coherent laser beam! The heat generated by the laser beam reduces the strength of instrument parts. Do not direct the laser beam at instrument parts, in particular not at plastic parts and ceramic components. Keep a safe distance. Caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. Caution! Be careful! [Products are damaged or incomplete! Injuries of the patient, user and others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. Warning! Danger of injury! Wrong handling, e.g. If dropped, impacted or damaged by similar mechanical loads can cause hair cracks and/or "spaiing" of ceramic material in the distal area of the resectoscope sheath. Injuries to the patient, user or third parties are possible. Mind surface changes and ensure safe handling. Do not use damaged resectoscope sheaths, return damaged sheaths for repair. Rwmic considers this case open. A follow up report will be submitted upon receipt of new or additional information.

Event description:
On april 19, 2019 the user facility reported the following to richard wolf medical instruments corporation (rwmic): an incident did occur on a patient during the case. The case finally started 75mins delayed and the doctor used the wolf piranha green light laser tray for approximately 1hr 45mins using 338,167 joules. Scope set worked extremely well with 26fr outer sheath and 24fr inner sheath but when it was time to switch to morcellator part of the case the doctor notice an object in the bladder and used a grasper to retrieve the object. The object was a piece of broken off debris from the distal tip of the 24fr inner laser sheath. The doctors technique was very good so I did not notice any mishandling of the equipment. I notified the operating room charge nurse, ms. (B)(6) of the damage which occured to the wolf 24fr inner sheath and that they would be liable for the cost of repair. The case was completed without injury to the patient or staff. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? No. Was there a similar back-up device available for use? Unknown. Was the scheduled procedure completed? Yes. How was the patient anesthetized? Unknown. User facility returned the device to rwmic on april 24, 2019, and the evaluation was completed on may 08, 2019. The device appeared to be used and ceramic tip was broken. The complaint conditions were verified and the device did not met specifications. Visual testing was performed and the probable root cause was found to be user error/ misuse. The ceramic tip at the distal end of the inner laser sheath can be damaged by laser energy if the laser probe is rotated or activated within the distal sheath end. The laser beam should not be directed at instrument parts; contact with the ceramic tip is likely to damage or break the ceramic material. The laser should only be activated after the tip of the laser fiber is filly visible in the scope's field of view. In this case it is likely that the ceramic tip of the inner laser sheath was broken after being in contact with the laser beam.